Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 400's mg/dl and trace ketones. Reportedly, the customer was using admelog for insulin therapy. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, saline and potassium. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Pump data review by tandem technical support confirmed the pump was functioning as intended.